Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed heater bag temperature verification testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were noted during external/internal inspections. The device passed rite (returned instrument test evaluation) electrical testing. Volumetric accuracy testing was performed and the device passed. The device failed the rite functional test as the heater bag temperature during the last fill was below specification limitations. A continuity test was performed on all heater elements and all were functioning normally. The accomp printed circuit board (pcb) was inspected with no issues identified. There was nothing noted during sample evaluation that caused or contributed to the discovered rite failure. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.